Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, far r-wave oversensing was observed during p-wave amplitude test. Competitive atrial pacing leading to inappropriate auto mode switching episodes was also noted. Programming changes were made and no more episodes were observed during follow-up.